Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in regards to the drive support cap letter/email safety notice. The customer stated that the drive support cap appeared normal, but reported that the lcd screen is scratched and it makes it difficult to read the display. The customer mentioned that the insulin pump had been dropped a couple of times. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. It was advised to discontinue use of the insulin pump and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.